Event description:
A customer reported a malfunction on their insulin pump, and the issue did not cause their blood glucose level to exceed 500 mg/dl. The customer was advised to use a backup insulin pump temporarily and would receive a replacement pump with updated software from tandem technical support. The customer understood the instructions for returning the malfunctioning pump and acknowledged the steps they would need to take upon receiving the replacement.